Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The final angiography showed no adverse event and the physician completed the procedure. The patient tolerated the procedure. The diameter of the aneurysm at the time of the procedure was 52mm. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm shrunk to 48mm. On (B)(6) 2010, a follow up imaging identified an infection of the devices and the aneurysm enlargement to 53mm due to the infection. It was reported that the infection was procedure-related. On (B)(6) 2010, the physician started an antibiotic treatment. On (B)(6) 2010, six month follow up imaging revealed that the infection remained. The physician continued the antibiotic treatment. The diameter of the aneurysm shrunk to 49mm. On (B)(6) 2011, one year follow up imaging showed that the infection was resolved. The diameter of the aneurysm shrunk to 44mm. No further adverse event was reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.